Event description:
It was reported that an amia automated pd cycler set leaked; further described as ¿leaking inside of the cycler.¿ this was observed during priming of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2023-05547. All information can be found under manufacturer report number 1416980-2023-05547. Should additional relevant information become available, a supplemental report will be submitted.